Event description:
It was reported a fatal programmer error came up and the programmer could not be restarted. The programmer was returned for evaluation and repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the programmer error when interrogating, as a result the link electronic module (lem) circuit board was replaced and calibrated. It was also noted that the system fan was noisy.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 2067 rf (radio frequency) head; product ID 2067l rf (radio frequency) head; product ID 229047 analyzer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.